Event description:
Using the quickset infusion sets, I have experienced inconsistent insulin delivery, and an excessive number of "no delivery" alarms from the insulin pump. The latest issue happened last night: I took a bg reading at 6:41pm, 99mg/dl. I set the pump to bolus 1.1 units of insulin to cover roughly 12 grams of carbohydrates, which failed at 0.25u due to an empty reservoir. I replaced the infusion set and reservoir with a new quickset infusion set. As I ate such a small amount of carbs and was about to begin an exercise activity, I didn't feel a need to bolus any additional insulin. No problems were noticed, so I left the house at 7:05pm. At 7:12pm, I set up a bolus for 2 units of insulin, which was reported as successful, to cover 35 grams of carbohydrates. At 7:15pm, I set up another bolus for 2 units of insulin, which reported a "no delivery" error after 0.65u. I "resumed" the pump's basal, which appeared successful. In the past, this works sometimes at 7:19pm, I received 3 no delivery errors after setting the pump to resume. I wasn't home, so I hoped that externally adjusting the cannula would allow the pump to continue. It appeared to be successful. At 7:21pm, I set up a bolus for 1u, which reported a "no delivery" error after 0.25u. At 7:25pm, I set up a bolus for 1u, which reported a no delivery" error after 0.15u. At 7:26pm, I set up a bolus for 1u, which reported as successful. At this point after several adjustments, the infusion set appeared to clear and reported successful bolus and basal delivery. At 9:00pm, I began to feel faint symptoms of an elevated blood glucose. At 9:00pm, I set up a bolus for 1u, which reported a "no delivery" error after 0.2u. At 9:04pm, I set up a bolus for 1u, which reported a "no delivery" error after 0.05u. When I realized there was a problem of insulin pressure building in the tubing for hours in the making I started heading home. When I returned home at 10:15pm, I tested my sugar, which reported 508mg/dl. I immediately swapped the infusion set, found the bent cannula, and was able to recover my blood sugars at 10:24pm, I set up a bolus for 16u successfully. Around midnight, I tested my bg, and seeing that it was finally below 200mg/dl, I went to bed. I woke up in the morning with a blood glucose of 89. The previous quickset infusion set behaved differently. During the entire 3 days, monitoring my cgm readings extremely closely, I experienced what could only be explained as a pressure release behavior. The bg readings would wildly swing from high to low, back to high to low. It seemed as though basal delivery wouldn't happen, but instead would build up pressure in the tubing and only release insulin after the pressure built up. Having used other infusion sets, the sofset, and several silhouette infusion sets recently, only the quickset exhibits these behaviors. My perception is that at least 60 percent of the quickset infusion sets that I have used from various lot numbers have worked correctly. In the time during my quickset usage, my hemoglobinic readings have escalated from a normal of 5.9 up to the most recent reading of 6.4. As a user of the tudiabetes forum for diabetics, I have met many other people who have had the same problems. I strongly feel that this infusion set either be removed from market, or all users should be notified and asked to report if they have experienced symptoms similar to this themselves. Dose or amount: continuous insulin delivery, frequency: continuous, route: given into/under the skin. Dates of use: (B)(6) 2013 - (B)(6) 2014. Diagnosis or reason for use: type 1 diabetes. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.